Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not detecting the latch/lock. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 2/20/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the customer's complaint and found a cracked downstream occlusion (dso) seal. A bad latch lock was the cause of the issue. The unit's software was updated, and the dso seal was replaced to fix the issue.